Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted; (B)(6) 1996, (B)(6) 1995, and unknown date. Date explanted; (B)(6) 1996 and unknown date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 1995. Subsequently, patient underwent a revision procedure on (B)(6) 1996 due to chronic dislocation. It was further reported patient underwent a revision procedure on an unknown date due to recurrent dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed with the limited information provided. Date implanted: (B)(6) 1996, (B)(6) 1995, and (B)(6) 2015. Date explanted: (B)(6) 1996 and (B)(6) 2015.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 1995. Subsequently, patient underwent a revision procedure on (B)(6) 1996 due to chronic dislocation. It was further reported patient underwent a revision procedure on (B)(6) 2015 due to recurrent dislocation.